Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported system error 322 (link switch error low) which were verified through a review of the event history log which was reproduced during evaluation. The cause was determined to be a failed lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sensor error 322 (link switch error low). There was no patient involvement. No additional information is available.